Manufacturer narrative:
Upon observation of the abutment screw one certain® gold-tite® hexed screw was returned for inspection. The collar, drive feature, and body are noted to be worn. The drive feature is not stripped. Alleged event is non-verifiable with the information provided. The reported loosening could not be verified as the exact conditions of use are unknown and the event could not be recreated. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
The event that was initially submitted on report MFR-0001038806-2017-00192 on may 08, 2017 no longer meets reportability criteria based on additional information provided by the customer. This case is related to a non-integration/loss of integration event. On sep 06, 2017, the customer clarified that they were unaware that the abutment screws needed to be returned in conjunction with the implant involved in the ni/li event for warranty. There is no reported issue with the abutment screw. This is not a complaint.

Manufacturer narrative:
No lot number was provided or known.

Event description:
The dentist reported that the abutment screw (B)(6) did not retain the abutment. It was placed on (B)(6) 2017 and removed on (B)(6) 2017.